Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: decline hivr ebaima, dyspareunia with deep thrusting, worse near mensus x 2 months (iud in place over 1 year) , sti symptoms , iuc removal. Concurrent conditions included overweight, left lower quadrant pain, nabothian cyst, vomiting, dizziness, abdominal cramps, bloating, gastritis, itchy rash, productive cough and diverticulitis. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: irregular digestive problems"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and adnexa uteri pain ("other injury(ies) or complication (s) : while on her period, she had pain in her ovaries"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), the first episode of dyspareunia ("pain during intercourse") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen, vicodin and surgery (plaintiff had the essure device removed.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, the last episode of dyspareunia, vaginal discharge, pelvic pain, weight decreased and gastrointestinal disorder outcome was unknown and the adnexa uteri pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge, weight decreased, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: when essure remove from the body the portion of device retain in the body , pathology slides only third party storage facility (please specify, if known) - sci safe. Current weight 166 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract disorder. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received events "apareunia (inability to have sexual intercourse) , bladder or urinary problems or changes, headaches, dyspareunia (painful sexual intercourse), pain , weight loss ,other injury(ies) or complication (s) please describe: while on her period, she had pain in her ovaries, irregular digestive problems" were added. Treatment drug added. Concomitant condition added. Reporter, patient and product information added. Lot number added. Outcome of event " while on her period, she had pain in her ovaries" was recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: decline hivr ebaima, dyspareunia with deep thrusting, worse near mensus x 2 months (iud in place over 1 year) , sti symptoms , iuc removal. Concurrent conditions included overweight, left lower quadrant pain, nabothian cyst, vomiting, dizziness, abdominal cramps, bloating, gastritis, rash, productive cough and diverticulitis. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: irregular digestive problems"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and adnexa uteri pain ("other injury(ies) or complication (s) : while on her period, she had pain in her ovaries"). In 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was treated with ibuprofen, vicodin and surgery (plaintiff had the essure device removed.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, vaginal discharge, pelvic pain, weight decreased and gastrointestinal disorder outcome was unknown and the adnexa uteri pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge, weight decreased and weight fluctuation to be related to essure. The reporter commented: when essure remove from the body the portion of device retain in the body , pathology slides only third party storage facility (please specify, if known) - sci safe. Current weight 166 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: decline hivr ebaima, dyspareunia with deep thrusting, worse near mensus x 2 months (iud in place over 1 year), sti symptoms, iuc removal. Previously administered products included for an unreported indication: vicodine. Concurrent conditions included overweight, left lower quadrant pain, nabothian cyst, vomiting, dizziness, abdominal cramps, bloating, gastritis, rash, productive cough and diverticulitis. Concomitant products included medroxyprogesterone acetate (depo provera) in 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("bladder or urinary problems or changes: fungal vaginal infection"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: irregular digestive problems") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and adnexa uteri pain ("other injury(ies) or complication (s) : while on her period, she had pain in her ovaries"). On an unknown date, the patient experienced back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was treated with antibiotics, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and surgery (plaintiff had the essure device removed.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, adnexa uteri pain and alopecia had resolved and the genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, female sexual dysfunction, vulvovaginal mycotic infection, headache, vaginal discharge, pelvic pain, weight decreased, gastrointestinal disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: when essure remove from the body the portion of device retain in the body , pathology slides only third party storage facility (please specify, if known) - sci safe. Current weight: 166 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: event bladder disorder pt was updated to vaginal fungal infection and urinary disorder removed. New events hair loss, abnormal vaginal and menorrhagia were added. Treatment, concomitant, historical drug added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (plaintiff had the essure device removed.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed fallopian tubes were occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.